Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory patient notification from the device. Upon interrogation, episodes of noise leading to oversensing were noted on the right ventricular (rv) lead. Pocket provocation testing was performed and the noise was unable to be reproduced. Rv lead damage was suspected to be the cause of the event, however was not confirmed via diagnostic imaging. The patient was hospitalized and the high voltage defibrillation therapy was deactivated. The rv lead was capped and a new lead was successfully implanted to resolve the event. The patient was in stable condition.